Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer had high blood glucose due to insulin pump had insulin flow blocked alarm during bolus. Customer's blood glucose level was 423 mg/dl. It also reported that customer had high blood glucose last week which is over 300 mg/dl. Customer's mother declined troubleshoot for high blood glucose level. It also reported that insulin exited during prime. Customer was advised not to reuse tubing. Customer will not return insulin pump for analysis.